Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dynamic hip screw was used for a femoral trochanteric fracture case. It was reported that during surgery, the surgeon tried to lock the blade in using a screwdriver but it was failed. The operation was completed without replacement of the blade, because the surgeon did not want encounter a surgical delay as the patient is terminally ill. There was no residue left in the patient. There was a report of a fifteen minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.